Event description:
It was reported to a manufacturing consultant from the physician at a site that their handheld computer was not holding a charge and needed replacing. Good faith attempts are being made for the product to be returned for analysis.